Manufacturer narrative:
As reported, patient had intestinal fistula defect post implant of sepramesh ip. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. The instructions-for-use supplied with the device list fistula as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent incisional hernia repair procedure with implant of a sepramesh ip. Patient developed postoperative intestinal fistula defect, and it required secondary surgery.